Event description:
Pt called to report adverse reactions to essure permanent birth control system. She stated shortly after implantation in 2008, she began to have heart palpitations. The pt said in 2010, she began to experience pain in her stomach, back pain, confusion, frequent periods (every two weeks), hip and joint pain, and pain when walking. The pt described the pain to be so intense it feels like labor contractions. She stated it's difficult to perform her job. She is extremely unhappy with the device.